Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. However the returned device indicated a loose/detached set screw and a set screw with a rounded socket.

Event description:
It was reported that during the implant procedure, the right ventricular setscrew would not engage on the device header. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.